Event description:
It was reported that the patient presented prior to the procedure. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). The noise was reproducible via isometrics. Additionally, it was noted that the pacing impedance was varying. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.